Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: r-unit (printed circuit board) is broken . A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction green image occurred due to broken r-unit (printed circuit board). The most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope had poor image quality. There were no reports of patient harm.